Manufacturer narrative:
Concomitant product: 14887, lead, implanted: (B)(6) 2009; 419388, lead, implanted: (B)(6) 2005.

Event description:
It was reported that the patient presented to the emergency room after an alert was triggered. Interrogation showed noise on the right ventricular (rv) lead over a one-hour period, which led to tachycardia and an elevated heart rate. Reprogramming was done and there have been no further occurrences. The lead remains in use. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. It also indicated the criteria for rv lead integrity alert were met, and that the impedance of the rv pacing lead was beyond the expected upper range.the medial section of the lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that there was high impedance on the high voltage coil and lead impedance was varying. There was oversensing and the lead was possibly fractured. Detections were turned off and the lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.